Manufacturer narrative:
An internal biomérieux investigation was performed. As key information has not been provided, it was not possible for our support team to investigate and to define the root cause of this issue. However, the analysis of the data received indicates that the spot preparation quality was heterogeneous. Without further information, it was not possible to investigate the issue further.

Event description:
A customer from (B)(6) reported to biomérieux repeated identification issues when using the vitek® ms instrument. The customer previously reported multiple failing calibration spots which required a system reboot each time. A fine tuning was conducted and the baseline was readjusted. On (B)(6) 2017, the customer reported misidentifications of their daily listeria controls that were expected to be listeria inocua (99.99%). Instead, the customer observed different listeria species on two separate occasions. Upon reacquisition the customer observed listeria inocua. A fine tuning was performed and the customer retested the qc microorganisms and they passed. The customer later reported that additional misidentifications occurred, despite the system being tuned. A listeria monocytogenes biochemical ID was performed on the impacted samples and listeria seeligeri was identified for all of them. There was no patient involvement as the testing applied to industry. However, the customer was using the vitek® ms ivd plus version which is used for clinical customers. A biomérieux internal investigation will be initiated.